Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: penta 3mm lead, 60 cm, model: 3228, UDI: (B)(4), serial: (B)(6), batch: a000164947.

Event description:
It was reported that the patient experienced cord compression. It is unknown which lead contributed to the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 to address the issue, wherein the system was explanted.